Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing impedances and oversensing of noise resulting in pacing inhibition due to lead fracture. The lead was surgically abandoned and replaced without incident. No adverse patient effects were reported.